Manufacturer narrative:
Batch review performed on 07 july 2023. Lot 173802: (B)(4) items manufactured and released on 03-oct-2017. Expiration date: 2022-09-18. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 174556: (B)(4) items manufactured and released on 04-oct-2017. Expiration date: 2022-09-25. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to cemented tibial tray loosening and laxity, at about 5 years and 3 months after primary. The surgeon revised the tibial tray and insert (10 to 17 mm). The surgery was completed successfully.